Event description:
A pt and her caregiver called salter labs to report an event that happened the previous day. The pt tripped over tubing and sustained minor injuries (bruised elbows and a small scrape/laceration on her wrist). The pt did not seek medical attention; however recurrence of a similar event could potentially result in a serious event requiring medical attention. To date, the tubing has not been returned, although it has been requested twice. Therefore, it is thought that failure analysis won't be able to be performed. Should the product be returned, a f/u report will be submitted. This is a final report.